Manufacturer narrative:
This supplemental report is being created to include additional information received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
All remnants could be recovered from inside the patient and the patient is fine.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Updated fields: h3, h6 and h10. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, the damage to the ceramic beak of the sheath was caused by thermally mechanically induced damage/wear, likely in connection with mechanical overload due to impact, fall or similar influence (leading to cracks in the insulation material). The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: 4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. In addition, the following non-reportable malfunctions were found during the device evaluation: the tube of the inner sheath was deformed and the laser inscription had peeled off. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned and is pending analysis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the ceramic tip of the inner sheath was found broken off after the procedure. The patient experienced post-operative bleeding that was caused by a tumor in the bladder. The customer noted that no conclusions can be drawn about injuries caused by the ceramic tip. No further patient harm was reported.